Manufacturer narrative:
Tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered two bolus dosings for dinner. Tandem technical support reviewed the bolus history and verified two bolus requests had been delivered. Reportedly, the customer was a new pump user and reported the reported event occurred due to user error. Blood glucose (bg) level was 205 mg/dl. The customer reported bgs would continue to be monitored and declined assistance from tandem technical support.